Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 30 year old patient placed on impella 5.5 due to cardiogenic shock. During support, they reported suction events, however both events resolved. Additionally, it was reported that the pump was explanted due to hemolysis. Patient survived the procedure.

Manufacturer narrative:
The investigation of hemolysis and low pump flow has been completed. Returned complaint 5.5 (cut) visually inspected. Biomaterial observed in the outflow. No cannula kink, sharp edge or broken blade found. Clinical stated: during support they reported suction events. Suctions resolved and support continued and pump was explanted for de novo hemolysis. Data log not available to review. Hemolysis: the cause of the hemolysis was not determined since data logs were not returned and insufficient clinical details were provided. It was unknown if the biomaterial in the returned pump was due to an ingestion event. Low pump flow: the cause of the low pump flow was not determined since data logs were not returned and insufficient clinical details were provided. It was unknown if the biomaterial in the returned pump was due to an ingestion event.